Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hospital has two broken attune tibia impactors. One broke in use today. All parts were retrieved, patient and surgery time not effected.

Manufacturer narrative:
Product complaint # : (B)(4). This is a duplicate report of 1818910-2020-05769. A follow-up report was submitted on MFR number 1818910-2020-05770 to retract it as a duplicate. All reports related to this event will be reported on this manufacturer report number 1818910-2020-05769 going forward.